Event description:
It was reported by the biomedical engineer that during routine testing of the external pulse generator (epg), the biomedical engineer found that the output connectors were broken. Therefore, the epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analysis confirmed the customer comment that the ventricular output connector was broken. It also found that the lower case was broken, the ring cover and two side bail covers were broken, the ring and two side bails were missing and the keyboard pad was contaminated as was the heart lead flex. (B)(4).